Event description:
During insertion of PICC line, a small fragment of soft end of 0.018 fr guidewire broke off and was left in tissue. Unable to be retrieved. No adverse outcome to pt. New line placed.